Event description:
It was reported that the patient presented with an infection post operatively, and there will be a revision surgery performed to remove the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text: not available/implanted.

Event description:
It was reported that the patient presented with an infection post operatively, and there will be a revision surgery performed to remove the implant.

Manufacturer narrative:
The reported event can be confirmed as the surgeon sent the patient¿s result test that confirmed the left tmj devices were removed and replaced with a spacer. Overall, the surgeon did not report any device failure, malfunction, or other performance issues.